Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial# (B)(6)) sigadaptxl, sig power sigadaptxl linear xl adapter (serial# (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the first and last staple firing of the sleeve. The first issue was a partial firing, the surgeon simple re-stapled after removing the reload. The second issue was the stapler locked on tissue and would not come off. The surgeon was promoted to troubleshoot by a former employee to take the handle off the adapter and connect it again. It was noted that there was a remove reload error that occurred after removing the handle from the adapter during troubleshooting when the load was stuck on the tissue and would not release. This worked to get the reload to open and allow the surgeon to finish the procedure. There was no patient injury.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the first firing on the sleeve, the first issue was a partial firing, the surgeon simply re-stapled after removing the reload. The second issue was the second to last firing on a second reload of the sleeve and the stapler locked on tissue and would not come off until the handle and adapter were removed and connected again. This troubleshooting step did allow the reload to unlock on the tissue and finish the procedure. It was noted that there was a remove reload error that occurred after removing the handle from the adapter during troubleshooting when the load was stuck on the tissue and would not release. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial# (B)(6)) sigadaptxl, sig power sigadaptxl linear xl adapter (serial# (B)(6)) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot #unknown) additional information: b5, d1, d4 (model #, catalog #, UDI), d8, d10, g3, g4, h6 (fdm), h11 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.